Manufacturer narrative:
Facility has only recently begun using this product. Event most likely due to transition to new product/unfamiliar with product characteristics. No serious injury was reported.

Event description:
Reporter states that the patient experienced airway trauma that led to a returned emergency visit. No additional treatment or hospitalization was required. There was no other serious injury reported. Reporter was not involved in the event, and has no further information. Reporter did not report a device defect, only that it was difficult to insert.